Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit undersensing. Technical services (ts) was consulted and discussed stored data, with further in clinic examination recommended. This rv lead remains in service. No adverse patient effects were reported.